Event description:
Abbott freestyle libre3 - quality issue: received 7 freestyle 3 sensors that are defective. Unable to unscrew the cap from any of the 7 sensors. They seem to be permanently sealed. My wife and I spent hours trying to open one to apply to my skin. Our hands are red and raw from trying to unscrew the caps. We've had one of the sensors since october 2023 and just opened it last night - but were unable to open and apply it to my skin. Today, I called my md and asked for a refill. I picked up 6 more from the pharmacy this evening. We called abbott customer service, and from our conversation, it seems this was not the first time they heard about a problem with opening these sensors. We've had one of the sensors since october and picked up 6 more from the pharmacy this evening. They asked for all the serial numbers of the sensors, and we provided them. Reference reports: mw5150974, mw5150975, mw5150976, mw5150977, mw5150978, mw5150980.